Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found play on the control knob movement and with low angulation. The ad grip was found broken. Service repair noted the customer reported issue was verified. Additionally, upon inspection, foreign material was found in the channel (brush showed a yellowish foreign material look like based on visual inspection). Furthermore, the following findings on the device noted below. Scratches on ob (objective ) lens, lg (light guide) lens. Distal end cover crack, ob and lg lens found with worn glue., peeling on cement insertion tube scratches and snakiness observed. Cut on sw1 (switch) and crack on insulation c-cover observed. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
It was reported that the user felt that a cable broke. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign material in channel. This report is being submitted for foreign material found on the device channel found during device evaluation.

Manufacturer narrative:
An attempt was performed to obtain occupation for the reporter but was not successful; contact information provided for customer was determined to be erroneous. If additional information is obtained at a later date, a supplemental report will be submitted. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 17-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing steps at the user facility was different from reprocessing recommended in the instructions for use (IFU). Training was insufficient for staff at the user facility on handling device and reprocessing in accordance with IFU. The IFU reprocessing manual: precautions/warns the following regarding insufficient reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU reprocessing manual: 'precleaning the endoscope and accessories' states to conduct precleaning immediately after procedure to prevent adhering residue. "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." The IFU section 'manually cleaning the endoscope and accessories' states detailed brushing method and cleaning method for each channel. Olympus will continue to monitor field performance for this device.